Event description:
It was reported that the pt presented in clinic for follow up with atrial flutter. The atrial lead exhibited high lead impedance. The atrial flutter was addressed by cardioversion. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.